Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas sleep/wake button was frequently unresponsive since starting the device, requiring a charger connection to wake the device, and the user also experienced a g7 pairing failure; blood glucose was affected with a reported value of 250 mg/dl, and no symptoms were reported, consistent with a device key/button malfunction associated with the switch component. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user, including a video. Investigation of this case revealed an electrical problem consistent with an unresponsive key/button traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.